Event description:
Since receiving sunbeam microplush warming throw for a christmas present, I have developed a rash above my ankles and calif areas of my legs. I used the throw over me when watching television. Went to my dr today to have it checked out and stopped using the throw to see if that had any effect on the condition. Went to lahey clinic, peabody, mass saw my dr on jan 15, 2008. D3. Dates of use: twenty-seven days in 2007. Diagnosis or reason for use: warming while watching television.